Event description:
It was reported an unspecified quantity of exactamix 2400 valve set leaked. The leaks were reported from ports one, two and four. A new valve set was installed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.